Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01718 it was reported that a burr became stuck on wire. A 1.50mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were selected for use. During the procedure, on the first ablation, the wire came out from the patient. The burr was removed from the patient's body and it was noted that the wire failed to be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned running through the rotablator device. The rotawire was noted to be kinked. The rotawire could not be removed from the device. The handshake connection was inspected and no damage was noted. The annulus was microscopically examined and no issue was noted. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01718. It was reported that a burr became stuck on wire. A 1.50mm rotalink plus and 330cm rotawire and wireclip torquer were selected for use. During the procedure, on the first ablation, the wire came out from the patient. The burr was removed from the patient's body and it was noted that the wire failed to be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.